Event description:
It was reported post implant procedure that the right ventricular lead exhibited an unspecified impedance anomaly. It was discovered that the lead had prorated the cardiac wall. The lead was explanted and replaced. The patient was stable. Further information was requested, but not yet available.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.